Event description:
It was reported to boston scientific corporation, that an axios stent and electrocautery enhanced delivery system was implanted transgastric to pancreas to treat a walled-off necrosis during a pancreatic cyst gastric bypass surgery performed on an (B)(6) 2023. Post stent placement, during a routine follow up, the stent was noted to have migrated into the stomach side when the scope was pulled out from the cyst side to the stomach side while scaping out of the necrotic material. Bleeding and infection were then observed. On a later date, the patient passed away.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: (B)(6) hospital. Block h6: imdrf device code a010402 captures the reportable event of stent migration, imdrf patient code e0506 captures the reportable event of major hemorrhage, imdrf patient code e1906 captures the reportable event of infection, imdrf impact code f02 captures the reportable event of the patient died on a later date, imdrf impact code f12 captures the reportable event of major hemorrhage and infection.